Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6013596 was provided. Complaint was classified under malfunction code: soft cannula bent/kinked/crimped after removal -blockage. A query was run in the electronic quality management system (eqms) on 19-feb-2026 against "batch/lot number" "6013596" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. No similar complaints were identified for this lot and related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 19-feb-2026 for against "lot number" "6013596". No records were found with lot 6013596 referenced. Device history record (DHR) review: the device history record (DHR) for lot 6013596 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Retain sample testing: no products or pictures were returned with the complaint to aid in the investigation. Retention samples from lot 6013596 were recovered and tested. All test results were within specification as documented in the attached test report: (B)(4) database complaint (B)(4) complaint . Test report in the child record database (B)(6). CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues identified. Testing did not confirm the reported issue; no nonconformance identified. Based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient country: spain. Patient city: (B)(6).

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2025 due to hyperglycemia. The patient was in the hospital for five hours. The patient stated that the high bg event was due to a bent cannula. The patient reported feeling tired at the time of admission. The blood glucose level was 242mg/dl at the time of admission and the patient got treated with insulin pump and pen. No further information available.